Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 265mg/dl. Blood glucose at the time of the call was 122mg/dl. Customer experienced symptoms related to high blood glucose such as vomiting. The customer was reporting issues with length of the cannula and was wearing insulin pump within 48 hours of incident. Troubleshooting for high blood glucose was not performed. It was not stated whether auto mode feature was enabled at the time of incident. The insulin pump will not be returned for analysis.